Event description:
Paramedic stated they were called to a car accident. The driver, known to have diabetes, had blacked out. The paramedics used a contour to run a blood glucose test on the patient and received a reading of 127mg/dl. A family member drove the patient to the hospital where a repeat blood test was performed and the reading was 40mg/dl. Information regarding treatment was not provided. The customer was asked to return the test strips for evaluation. A new meter and test strips were sent.

Manufacturer narrative:
Patient information was not provided.